Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and determined that the reference valve was not working properly; allowing air into the lines which would impact the results. The fse replaced the reference valve and system operation was verified to meet the specifications. Multiple runs of qc and patient comparison study were performed. System validation was documented in customer qc records. To date, no further ise issues have been reported from this customer site. Failed reference valve contributed to this event.

Event description:
A customer reported to beckman coulter inc., (bec) that their qc for potassium (k) was flagged for both levels and the results were out of acceptable ranges on their au680 chemistry analyzer. Upon troubleshooting with hotline a gel was discovered in the waste line and the ion selective electrode (ise) system required to be cleaned. The customer recalibrated the system, performed ise selectivity test and repeated qc. All results were acceptable and customer began running patient samples. However, no erroneous results were reported outside of the laboratory. There was no effect to patient treatment.